Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the imaging was not possible due to image disk full error message. The fse reviewed the log file found that image disk was full. Upon functional testing fse identified that the actual cause of the issue was error in database, and it was determined that several unassigned image series are available on the hard disk. The fse repaired the database using software tool and reset the memory. After this, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system was producing an image disk full error and imaging was not possible. The system was not yet in clinical use. A patient was scheduled and moved to another room prior to the procedure. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system on site and confirmed the reported problem. Troubleshooting actions showed a problem with the database memory having 98 unassigned images. The fse reset the memory and returned the system to use in good working order.